Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported a bulge in the silicone segment of the tubing while infusing IV fluids on a patient. The nurse was troubleshooting an occlusion alarm when the bulge was noticed. There was no patient harm as a result of this event.

Manufacturer narrative:
The customer¿s report of bulging was confirmed. Upon visual inspection, it was noted that the silicone segment was slightly impaired near the upper fitment. Tactile examination confirmed that the silicone segment had been weakened near the upper fitment. No functional testing or pressure testing was performed as the set was received without the drip chamber. The root cause for this event could not be determined.